Event description:
A UK customer had injected 4units of humalog and 12units of lantus insulin after an evening meal at 5:30pm. A blood test was run on the contour meter at 10:30pm and the reading was 17.5mmol/l at 11:00pm another test was taken and the reading was 16.3mmol/l. The customer then injected 4units of humalog and went to sleep. The customer woke up at 1:15am with hypoglycemic symptoms and a blood glucose reading of 2.4mmol/l. The customer ate 3 pieces of candy and was fine afterwards. There are no strips to return and strip information could not be provided.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.